Event description:
It was reported that during an unk procedure, the device would not open. It is unk how the case was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.